Manufacturer narrative:
The customer reported the tubing disconnected, and returned one sample of material 2426-0007, lot 25075557. Upon initial visual examination, the set verified the complaint of separation at the lower fitment of the pump segment. The tubing was examined under a microscope and insufficient solvent was found on the tubing. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. A quality alert was issued by the plant on nov. 14th, 2025 to retrain and reinforce the correct solvent assembly procedure to personnel. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim it was reported by the customer that IV was primed for infusion. As safety clamped was placed in pump, tubing became disconnected at base of safety clamp, drug in IV bag spilled and unable to use.